Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ¿effect of total hip arthroplasty and hemiarthroplasty on femoral neck fracture in the elderly¿, by huang shihai, published by chinese journal of dialysis and artificial organs (1 june 2021), vol. 32, no. 2, 6 pages. Objective and methods: objective this paper aims to compare the efficacy of total hip arthroplasty or hemiarthroplasty in 82 elderly patients with femoral neck fracture treated between jan 2019 and december 2019. All patients received an actis stem and bipolar femoral head. The patients treated with a tha received unspecified depuy acetabular components. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: tha: actis stem, bipolar femoral head, unknown cup and liner ha: actis stem and bipolar head adverse event(s) and provided interventions associated with depuy devices: the articles determines that there were 12 complications but does not provide sufficient information to determine the quantity of the reported complication nor the treatments: infection actis stem loosening joint dislocation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.